Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, it was found that the ligation device was entangled, and it could not be used. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, it was found that the ligation device was entangled, and it could not be used. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information was received on march 21, 2025: it was clarified that the procedure was an internal hemorrhoids ligation.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was found to have six bands, some of which were damaged and overlapped. Additionally, the teeth of the housing showed signs of damage. The handle slot exhibited evidence that the trip wire had been secured; however, the trip wire slack had not been taken up. No other problems with the device were noted. It was determined that the instructions for use (IFU) were not followed, as the failure to remove the trip wire slack can significantly impact the device's performance. Specifically, this may prevent the trip wire from functioning in coordination with the handle during band deployment once the ligator housing is installed in the scope. The damage observed on the ligator housing teeth suggests that excessive force may have been applied during use. This could be due to the technique used by the physician when inserting the device into the patient, potentially compromising the teeth and affecting the handle's functionality. Such handling may also have contributed to the damage and misalignment of the bands. Therefore, the most probable root cause of this complaint is failure to follow instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the device analysis indicates that the trip wire slack wasn't taken up; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, it was found that the ligation device was entangled, and it could not be used. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.